Event description:
It was reported that on (B)(6) 2012, the patient underwent a stenting procedure in the left internal carotid artery and an acculink stent was placed. On (B)(6) 2012, a post procedure stroke scale noted limb ataxia, as evidenced by right arm drift and finger to nose ataxia. No treatment was provided and a carotid ultrasound performed on (B)(6) 2012, revealed a patent stent. On (B)(6) 2012, the patient had a 30 day follow up visit. A stroke scale was performed and received a score of 0. The patient's ataxia was noted to have resolved. On (B)(6) 2012, the patient reported having neck pain on the left side and in the middle neck when eating and moving in certain positions. The patient is able to swallow, eat, drink and speak with difficulty. The patient notes that the pain began after the stenting procedure. No treatment has been provided and the patient is to follow up with his primary care physician in 1 month and with his interventionalist in 6 months. Additional information provided by the clinical coordinator indicates that the neck pain is resolving and the pain is now intermittent. No additional information has been provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of neurological deficit dysfunction and pain are known observed and potential adverse events as listed in the rx acculink carotid stent system instructions for use, in the potential adverse event section. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.